Event description:
A malfunction was reported on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. After contacting technical support, the pump was reset with guidance provided by cts, and the malfunction did not recur. The customer was advised to continue using the pump and to report any future issues.